Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd luer-lok¿ tip syringe pulled out which resulted in leakage of medication. There was no report of mucous membrane exposure, serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: sample evaluation: one shelf carton of sealed 10ml packaged syringes were received by bd (B)(4) and confirmed to be from batch #8002669. The sample was visually evaluated. The syringes contained in the shelf carton were not in the same position as packaged. Some packages were in strips of 5, while others were found already separated into single syringes. Eight packaged 10cc syringes manufactured by mckesson medical were also found mixed in. Fifteen syringes were randomly selected for evaluation. No visual defects were observed. Each syringe had retaining ring present. The syringes were then tested for plunger pull out force. All 15 had a plunger pull out force within the specified acceptable range per product specification. DHR review for batch 8002669: manufacturing dates: 01/21/2018 to 01/22/2018. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8002669 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the evaluation performed the defect, as noted by the end user, cannot be verified.